Manufacturer narrative:
Upon further investigation, the reported issue was observed during pre-use testing. No patient involvement was reported. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported ventilator without oxygen. The customer reported ventilator without oxygen.